Event description:
The customer stated that he was hospitalized once for hyperglycemia and twice for hypoglycemia. On the day of the most recent event, the customer was experiencing high blood glucose throughout the day. The customer stated that his blood glucose reading was over 700 mg/dl, so he twice treated by taking 30 units of insulin. Later that night, the customer was hospitalized due to hypoglycemia. Troubleshooting was performed. The insulin pump was programmed and reading the reservoir volume correctly. The displacement test passed. The customer was practicing the proper priming procedure. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.